Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that the patient had the drain system utilized following craniotomy. There was a red end cap on the drain system that was placed at the end of the tubing for sterility and needed to be removed prior to being connected to suction. However, this end cap had dual sides that both could connect to tubing, and the provider was able to connect the end cap to the suction tubing, which caused no suction to occur. The patient had fluid backup intracranially due to lack of drainage. Many clinicians evaluated the setup, but none noticed the red end cap that was connected, and so patient required additional surgery to remove the drain (thought it was faulty). This was a major human factors issue and should be addressed. An end cap should not be able to connect to the tubing on the other side.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.